Event description:
This patient cochlear implant recipient developed meningitis around 01/2006, almost five years after receiving her nucleus cochlear implant. The infection was treated successfully with medrol, rocephine and zorlvax and the patient has now recovered from the illness. The initial report to cochlear americas did not indicate if the child presented with additional risk factors for meningitis, the causative agent, or if she was vaccinated against the disease. Since her illness, this young girl has not been able to hear as well with her cochlear implant system and her audiologist has noted a change in hearing sensitivity. She is presently undergoing treatment with corticosteroids, in hopes that her hearing and ability to benefit from her cochlear implant can be restored to previous levels. Additional information regarding risk factors, the causative agent, vaccination history, and the child's postmorbid hearing status will be provided to FDA upon receipt.